Event description:
It was reported that the patient enrolled in (B)(4) study, experienced inappropriate stimulation of the diaphragm from the left ventricular lead (lv). The device was reprogrammed and the lead was left in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.